Manufacturer narrative:
Investigation pending.

Event description:
Customer reported patients are not correlating between the access2 (437930) and dxi (2134946). The customer changed to a new lot of reagent and performed patient correlations between the access2 and dxi and bnp patients are not correlating. The customer ran the samples as reference only and stated that they have not had any issues of discrepant results being reported. No change to patient care has occurred. The ten patient correlations as follows access2 (a2); dxi in ng/ml. Customer is not having problems with any other assays at this point. A2 = 248, dxi = 299; a2 = 16, dxi = 13; a2 = 57, dxi = 59; a2 = 51, dxi = 53; a2 = 188, dxi = 225; a2 = 529, dxi = 577; a2 = 28, dxi = 34; a2 = 248, dxi = 299; a2 = 20, dxi = 16; a2 = 48, dxi = 57. The patients were run in white top vacutainer 13/100mm tubes. The customer states there were no issues with patient samples. The active calibration is using reagent lot 329599 with calibrator lot 328163. Quality control is said to be running within expectation. System checks are current and passing. The customer did not supply additional information.